Event description:
The patient reported a loss of therapy. It was stated that they were "in so much pain". The patient was getting a reposition the antenna screen on the recharger. It was noted that it had been a couple of days since they last recharged. The patient tried to connect with the patient programmer and the screen was blank. The patient called again and had new (B)(6) batteries in their programmer. They got a poor communication screen with the programmer and reposition antenna screen with the recharger. Overdischarge was reviewed and patient was redirected to their health care professional (hcp) to confirm. It was noted that the patient had been doing more yard work lately and fell off their bike two days ago. Other relevant medical history includes non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) that the patient battery was overdischarge and they had question about clearing the power on reset (por) with the clinician programmer (8840). There was no external factor that may have led or contributed to the issue. They tried to initiate a charging session and interrogate with the clinician programmer (8840) at the physician office but both were unsuccessful. A physician mode recharge (pmr) trickle charge was performed at the physician office and the issue was resolved.

Event description:
Additional information received from the patient reported they had called medtronic and they tried to get the stimulation to work, they had contacted their doctor regarding the problem and the system did not register and had no result.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.